Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 466 mg/dl. Customer's other blood glucose value was 67 mg/dl. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. The customer was treated with syringe for high blood glucose and food for low blood glucose. Customer alleges insulin pump was under delivering. Customer believes insulin pump was over delivering customer was performed self test and it was not passed. Customer stated that the insulin pump had insulin flow block alarm and resolved by changing infusion set. Customer was not using auto mode. The device will not be returned for analysis.